Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The reported information indicated that the user had difficulty withdrawing the retriever into the balloon guide catheter; therefore, the physician removed both devices together without clinical consequences. Although there are many potential causes for the reported issue, with the information known and because the retriever was not returned, the cause for the reported issue cannot be determined.

Event description:
It was reported that during the thrombectomy procedure, the retriever could not be retracted back into the balloon catheter. The physician removed the balloon guide catheter and retriever together as a unit from the patient's body. There was no clinical consequence to the patient.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during the thrombectomy procedure, the retriever could not be retracted back into the balloon catheter. The physician removed the balloon guide catheter and retriever together as a unit from the patient's body. There was no clinical consequence to the patient.